Manufacturer narrative:
Product event summary: data files were received and analyzed. The log file and case export were returned from the field. No video files or image files were returned from the field. Case export returned from the field showed "steam pop" labelled at 2026-03-31 13:43:56. In conclusion, the reported issue (steam pop) was observed through data analysis. The reported issue (a formation stuck inside the mesh of the catheter) was not confirmed through data analysis. The physical product is still expected to be returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afr-00006 (lot: 0232006017); product type: 0627-cables and accessories; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sphere 9 catheter, during the left ventricular radiofrequency ablation, a steam pop was reported along with a formation stuck inside the mesh of the sphere 9 catheter. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 affera¿ sphere-9¿ catheter with lot 0013173875 was returned and analyzed. During visual inspection of the sphere, material in/on the lattice was observed. The catheter passed the mapping and ablation test with a test mapping system, no errors were triggered. No performance issues were identified with the catheter. Occlusion testing was performed to check for any blocks in the irrigation line. The catheter passed the test. The catheter passed the shorts and mapping tests. No errors were triggered. In conclusion, the reported "steam pop" issue was not reproduced during testing. The material in the tip was observed with the returned catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.